Event description:
Additional information indicated that eighteen days after the procedure, the patient developed renewed cardiac decompensation with confusion (dyspnea at night caused by hypoxia and hypotension). The patient was treated medically and the symptoms resolved. This hospitalization occurred approximately 6 weeks prior to the previously reported diagnosis of severe paravalvular leak of the aortic bioprosthesis, as well as severe tricuspid insufficiency.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause of the worsening pvl is unknown, but possibly related to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through clinical trial in (B)(6), four days after the implantation of a 29mm sapien 3 valve by tf approach in aortic position, the patient suffered paravalvular leak. No actions were taken at that time and the event was ongoing. However, two months later, the pvl had progressed from moderate to severe, with severe tricuspid insufficiency. No actions were taken and the event is ongoing. As per pi, the event was related to the valve procedure and to the study device.